Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 740mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed no delivery during basal. During testing it was found that the customer was not using proper rotation method. Suggested the caller to speak the doctor regarding the proper rotation method and scar tissue. The customer also mentioned having bent cannulas. Suggested the caller to change to unused area to ensure insulin delivery. Advised the customer that using a cannula length that is too long for his body type can insert into the muscle tissue causing the no delivery alarm and high glucose. The customer's most recent glucose reading was 110mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.